Manufacturer narrative:
Conmed corporation received one (1) "unopened" package containing the 1/4" x 10' suction tubing for evaluation. Visual examination of the returned package found the package with partial seal disruptions, all occurring in the final manufacturing seals. In the returned package, there is a crease in one seal that created a channel. The device was transferred to packaging engineering for evaluation and the device was confirmed as unsterile failing the dye leak testing on 03-jun-2016. This lot was manufactured on 05-aug-2015. A review of the device history record for this lot found no ncrs and no note of discrepancies during the manufacturing process. In addition, of the lot containing (B)(4) units, there was only this complaint received for insufficient heat seal. A two (2) year review of product history for this device family showed a total of (B)(4) complaints involving (B)(4) devices including this complaint regarding insufficient heat seals. During this same two (2) year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this reported failure mode (B)(4). The reported packaging anomaly was obvious to the distributor and therefore prompted the return of the device for evaluation and replacement. To date, there have been no serious injuries or death related to this reported problem. Nonetheless, to prevent future recurrences, an investigation has been opened to address this issue. This information has been forwarded to the investigation owner. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
The distributor in (B)(6) reported that during receiving and inspection of incoming products, one (1) package containing 1/4" x 10' suction tubing was discovered with "insufficient heat seal". The returned package exhibited partial seal disruption in the final manufacturing seals. In this instance, there was no patient involvement with this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user.